Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp has a fragment from the anterior of the post feature fractured off, fragment not returned. The part was manufactured on aug, 2015 with a potential field life of one (1) year and one (1) month an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the top of the tibial articular surface provisional fractured off during cleaning.